Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the device being reprocessed improperly due to an inadequate connection of the injection tube caused by the loose water supply connector; therefore, foreign material was not cleared. The suggested event is detectable and preventable by handling the device in accordance with the following instructions for use (IFU): gif-lv1, cf-lv1l/I operation manual includes the detection way at chapter 3 preparation and inspection. Gif-lv1, cf-lv1l/I reprocessing manual includes the preventive measures at 5.4 manually cleaning the endoscope and accessories. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Initial reporter address: (B)(6) noting due to character limit. The device was returned as part of the asset return process. In addition to the foreign material, the following were found: insulation resistance value at the distal end did not meet the standard value due to the peeling bending section cover adhesive, the amount of water contact did not meet the standard value due to clogging at the nozzle, water removal ability did not meet standard value also due to clogging at the nozzle. Other findings include a scratch on the objective lens, the distal end, the connecting tube, the control unit, the suction cover, the switch box, switch#1, the universal cord, and the video connector, a dent at the distal end as well as on the universal cord, a detached bending section cover adhesive, a less than standard value of the bending angle in the up, down, left, and right direction due to wear of the angle wire, a shaved forceps channel port, a peeled universal cord, and a loose water supply connector. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The colonovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, a yellowish/brown foreign object was found in the nozzle. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.